Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating that a frozen serum sample from (B)(6) 2018 was tested and resulted positive with the liaison sars-cov-2 s1/s2 igg assay. Customer stated the patient was admitted due to vomiting. Patient was tested for rheumatoid factor, influenza a and b, which were all negative, but resulted positive for ebna and vca igg and negative for ebv igm. The patient was taking a multivitamin. On the basis of analysis performed internally, there was no indication for a systemic product issue. The complaint was classified as not confirmable. No clear root cause could be identified and the issue was probably related to the specific tested sample..

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating that a frozen serum sample from december 2018 was tested and resulted positive with the liaison sars-cov-2 s1/s2 igg assay.